Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was impossible to release from the catheter to deploy. It was also noted that no stages of deployment were felt. Reportedly, the physician removed the clip from the tissue and out of the scope, and this created even more bleeding. The procedure was successfully completed with another resolution clip device. The patient condition at the conclusion of the procedure was reported to be good. The patient outcome was reported to be fully recovered.